Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event as well as a direct correlation to heartmate ii lvas, serial number: (B)(6), could not be conclusively determined through this evaluation. The submitted log file contained data from 22sep2019 through 17oct2019. No atypical events or alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information has been provided by the account to this date. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into clinic to be evaluated for elevated lactate dehydrogenase (ldh). Blood work was completed. The device was interrogated which did not show any significant concerns. The site retrieved log files to rule out possible pump thrombosis. Log file analysis did not capture any unusual events and it showed the pump was operating as intended. Additional information was requested but not yet provided.